Manufacturer narrative:
Concomitant products: product ID: 8711, lot# n180942011, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm for a motor stall was heard and confirmed by telemetry. The following messages were shown in the attention dialogue box: reset occurred, safe state, motor stall occurred, stop pump period may exceed tube set. The manufacturer's representative was reportedly told that the patient felt like they went through withdrawal. It was later reported that the logs showed multiple low battery resets on (B)(6) 2014. None of the logs reportedly went back further than (B)(6) 2014. The patient reportedly started to hear the alarm and have symptoms in the middle of (B)(6). When this occurred, the patient felt like he was not getting relief and having "withdrawals" including leg shaking. The pump was reportedly in minimum rate mode at the time of report. Pump replacement was recommended. The pump was delivering dilaudid, ropivacaine, and clonidine. It was later reported that the patient was scheduled for pump replacement on (B)(6) 2014. Additional information was requested, but was not available at the time of report.